Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level was 51 mg/dl and current blood glucose level was 271 mg/dl. Customer experienced symptoms such as shaking. The customer was treated with food, glucagon pen and glucose tablet. Customer has been using insulin pump system within 48 hours of reported of low blood glucose event. Customer was troubleshoot for high and low blood glucose. Customer does not allege that the insulin pump was overdelivering. The insulin pump will not be returned for analysis.